Manufacturer narrative:
Concomitant medical products: product ID: 7482-51, implanted: (B)(6)2009, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The manufacturer's representative reported that the extension was found to be broken during reprogramming. The extension was replaced during a battery replacement on (B)(6) 2015. There were no patient symptoms reported. The patient is receiving effective therapy. The indication for use was parkinson's disease.